Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Continued: (B)(6) 2015: troponin I=0.14 ng/ml, upper reference limit 1.7; (B)(6) 2015: (ECG)=no myocardial infarction; (B)(6) 2015: (ck)=64 u/l, normal upper limit 195; (B)(6) 2015: (ck-mb)=16.5 u/l, normal upper limit 25; (B)(6) 2015: troponin I=0.4 ng/ml, upper reference limit 1.7; (B)(6) 2017: (ECG)=no myocardial infarction; (B)(6) 2017: (ck)=102 u/l, normal upper limit 195; (B)(6) 2017: (ck-mb)=25 u/l, normal upper limit 25; (B)(6) 2015: troponin I=0.3 ng/ml, upper reference limit 1.7. Therapy date - (B)(6) 2017. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the 3.5x28 mm xience prime stent was implanted in the mid left anterior descending coronary artery. On (B)(6) 2015 the patient had painful precordial pain with back pain diagnosed as unstable angina. The patient was re-admitted to the hospital on (B)(6) 2015 for six days and treated with medication. On (B)(6) 2015 the patient had chest tightness and chest pain diagnosed as unstable angina. The patient was re-admitted to the hospital on (B)(6) 2015 for five days and treated with medication. On (B)(6) 2017 the patient had chest tightness and chest pain diagnosed as unstable angina. The patient was re-admitted to the hospital on (B)(6) 2017 for seven days and treated with medication. These conditions resolved. No additional information was provided.